Event description:
It was reported the patient received the following results within 15 minutes: 356 mg/dl, 147 mg/dl, 248 mg/dl, and 174 mg/dl.

Event description:
It was reported the patient received the following results within 15 minutes: 356 mg/dl, 147 mg/dl, 248 mg/dl, and 174 mg/dl.

Manufacturer narrative:
Correction : the unique identifier number was updated in section d4 based on the returned product.